Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Also, this ICD was allegedly emitting tones every few minutes; these tones were not confirmed by a healthcare professional.